Event description:
Information received by medtronic indicating that the insulin pump had alarmed pump error 4 (the motor arm cannot communicate with the main arm) and two occurrences of pump error 63 (hardware low level failures). Customer completed troubleshooting. Customer was able to clear the alarm and rewind the pump. Displacement test was performed and passed. No harm requiring medical intervention was reported. Product will be replaced and returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer complained about the device having a insulin pump error and insulin pump error on event date of (B)(6) 2022. The insulin pump passed the displacement test, self test and p-cap locks properly into the reservoir compartment. Device successfully downloaded using thump software. Insulin pump trace download confirmed the insulin pump alarmed insulin pump error variable on (B)(6) 2022 16:50:02.000 due to possible hardware problems. No insulin pump error noted during testing, however, a insulin pump error was confirmed in history/trace files on (B)(6) 2022 16:50:02.000 in consequence of insulin pump error . Insulin pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on thepc1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), corroded battery tube and label damage (faded serial number label). In summary, customer allegations for insulin pump error and insulin pump error confirmed in history files. Insulin pump error var problem isolated to electronic stack. Moisture damage noted on electrical board1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.